Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited previous episodes of noise that were oversensed and lead to inappropriate high voltage therapy. The patient presented for procedure and the lead was capped and replaced on an unknown date. The patient was stable post procedure.

Event description:
New information received on 8/19/2018 indicated that the lead was capped on (B)(6) 2018.